Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and a heart rate of 28 beats per minute. The right ventricular (rv) lead exhibited unstable, rising and high thresholds. Loss of rv capture was also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.